Event description:
The pacing impedance of the rv lead mentioned above increased from 400 ohms to 2800 ohms. The patient will be brought in for an rv lead extraction and a new lead implantation.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In the recorded period between 5-jun-2019 and 30-jan-2020 the rv pacing impedance was recorded initially at 400 ohms before it rose in the middle of september 2019 gradually onto 2600 ohms at the end of the recorded period, as indicated in the complaint. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.